Event description:
Through follow-up, the surgeon reported that during postoperative examination, the patient¿s anterior chamber (ac) was observed without inflammation/infection with the stent observed in place. According to the surgeon, the patient was satisfied.

Manufacturer narrative:
Additional information: a, b5, b7, g3. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there was no non-conformity found to be related to the reported event. A complaint history lot review was completed for this lot and there was no complaint found to be related to the reported event. A review of the device labeling including the risk analysis was completed. The reported issue was identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that after implanting the second stent from a trabecular micro bypass stent system, the surgeon noticed that the trocar was separated from the injector upon withdrawing the injector from the patient¿s left eye. The trocar remnant were aspirated out without complication, and there was no patient¿s injury. Additional information has been requested.